Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for routine follow up. Right ventricular oversensing was noted on the implantable cardioverter defibrillator. The device sensitivity was reprogrammed, which resolved the oversensing. The patient was in stable condition before, during, and after reprogramming.